Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After 59 hours of ivtm therapy, customer reported that two normal saline bags have emptied but no liquid observed on the floor, thermogard ivtm system and patient's bed. Event observed during rewarming phase and "air trap" alarmed on the thermogard ivtm system. No known impact or consequence to patient was provided. Icy catheter issue is submitted under MFR 3010617000-2019-01157.